Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the dual camera interface board (dcib) metal plate was damaged which caused the reported failure. A review of the system logs identified error 48406 (illuminator watchdog timeout), confirming the fault occurred in the field. The endoscope controller (ec) was installed and tested onto a system where the component functioned as expected. The ec was installed into a test system and ran video test, ten power cycles, and sat idle for one hour. The system came up with no errors and had good video on both eyes with no issues. The complaint was confirmed based on failure analysis. The probable root cause is attributed to damage to the dcib metal plate on the ec.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the customer reported to technical service engineer (tse) that the site experienced a fault when switching from the handheld camera to the robotic endoscope. Tse noted single recoverable 48406 errors in logs available at time of call. The customer stated that the system faulted out and the staff was unable to reboot the system. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was normal upon powered on and no errors appeared. The case was started with no errors or issues. The handheld davinci to place trocars. When switched to the davinci endoscope, an error popped up and could not get the camera to work anymore. No error codes were observed by the customer. The patient did have trocars in. A new endoscope was used and system restarted; however, the errors persisted.